Event description:
It was reported that the defibrillator had a self-check error. The event occurred during clinical use, but there was reportedly no patient harm. Further information was provided that the ECG test did not pass the operational check.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the defibrillator had a self-check error. The event occurred during clinical use, but there was reportedly no patient harm.